Manufacturer narrative:
Conclusion: representative sample was returned for evaluation. Visual and functional inspections were performed and the sample met the requirements.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent laparoscopy procedure on (B)(6) 2015 and suture was used. The patient underwent resection and ablation of the left uterosacral ligament, of the vesicouterine pouch, of a diaphragmatic nodule and suture of the diaphragm. During the procedure, the needle separated from the suture. Radiography of the abdomen and radiography with image intensifier were performed and the needle was not found. The needle is potentially retained in the patient. It was reported that the current patient status is fine.